Manufacturer narrative:
The reported event was confirmed . It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. The root cause of this failure is "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use". The device history record review was not required as the reported event was use related and the lot number was unknown. The instructions for use were found adequate and state the following: "not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced urinary tract infection and believed that the infection occurred due to the use of the purewick female external catheter in the hospital. The nurse changed the wicks within 12 hours and the patient also experienced fecal incontinence. The patient found the purewick unnecessary and did not want to use the catheter. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced urinary tract infection and believed that the infection occurred due to the use of the purewick female external catheter in the hospital. The nurse changed the wicks within 12 hours and the patient also experienced fecal incontinence. The patient stated the purewick was unnecessary and did not want to use the catheter. It was unknown what medical intervention was provided for urinary tract infection.